Event description:
In 4/2001, datascope rec'd the mandatory medwatch form from the user-facility; uf/dist report#1000920000-2001-002 and the following info was reported: the pt was intubated in the emergency room, started IV lasix and intravenous antibiotics after cultures had been drawn. Cardiology and pulmonology consults were requested in the emergency room. The pt's condition initially improved slightly but then suddenly went into cardiopulmonary arrest, requiring advanced cardiac life support which was successful. The pt had cardiac catheterization which revealed severe coronary artery disease, and coronary artery bypass surgery was considered. The pt's respiratory status improved and was therefore extubated. However, their condition deteriorated radidly and went into respiratory arrest again and had to be coded. The pt sustained significant anoxic. Event complications: the pt expired - reported 4/19/2001. Pt's current status: expired rpt'd 4/19/01.